Event description:
Complainant alleged that while treating a patient with a left side torso stab wound, the device displayed a dashed line with two sets of pads. The patient was then transferred to the hospital. Complainant indicated that the patient subsequently expired. Complainant indicated that the electrodes are not being returned as they were contaminated with bodily fluids.